Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing four cannula issues, with three kinked infusion set cannulas occurring since (B)(6) 2024. For all three incidents, the patient noticed symptoms 3 or more hours after insertion, and the problems were discovered during the night. The infusion sets were consistently inserted in the abdomen area. The blood glucose levels varied across the incidents: for two of the issues, the device simply displayed 'high' without a specific value, while during one incident, the patient's blood glucose reached 550 mg/dl. To address these high blood glucose levels, the patient responded by administering correction injections using a multiple daily injection (mdi) method. Following each incident, the patient successfully replaced the infusion set and resumed insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.